Event description:
It was reported that the system produced uncommanded x-rays. There is no report of pt injury or death. There were no pt present during the event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hand switch. The system operates as intended.